Event description:
It was reported that pump experienced malfunction alarm with code ¿malf 1¿ that recurred even after reset, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, used mobile app so pump information could be uploaded, and was informed that pump would be replaced with updated software while customer used backup insulin pump.